Manufacturer narrative:
Manufacturer investigation conclusion: the report of a system alert:s3 alarm was confirmed during the investigation of the returned centrimag 2nd gen primary console (sn (B)(6)). The returned console was evaluated and tested at mcs zurich. Per reported information, the event date for this issue was april 10, 2019. A data log file retrieved from the returned console did not capture any m4 faults on this date, but it did show a system alert:s3 event that occurred at ~2:22pm on april 10, 2019. The s3 alert was triggered by an active can bus send error (an error from the flow board) and afterwards the pump continued running but there were no flow measurements (flow was present but not displayed). In order to restore the flow reading, the flow board/console needed a power cycle. The user finally stopped the motor manually and switched the console off at ~3:26pm of the same day. However, the event description from the customer stated that the s3 alert and m4 alarm occurred on console sn (B)(6). At mcs zurich, the s3 alert was found as described in the log file of the received console sn (B)(6). The s3 error could not be reproduced during the console's testing. However, the issue was narrowed down to the can bus. Inspection of the console's interior did not reveal any damage in the can bus cable. Therefore, and because the fault was not reproduced during the investigation, no actions were taken regarding the issue. The retrieved log file also showed the error "battery module fail:b1" on june 19, 2019 at ~10:05am. This fault occurred at mcs burlington immediately after start-up. The log also showed that this was a static fault that occurred every time the console was powered on. This fault was caused by an active "sf_sps_battery_selftest" sub-fault. Battery current was measured during battery maintenance and measured -1.092a, which is out of the acceptable range during final test (-2.5a +/-0.5a). When a test battery pack was used, the error re-occurred, narrowing down the issue to the console. Two load resistors used to discharge the battery during battery maintenance were evaluated and it was found that the 10ohm resistor was defective, measuring >350kohm. The root cause of this damage could not be conclusively determined. When the power resistor pre-assembly was replaced with a new one, b1 fault issue resolved. No other console issues were identified. This was noted to be an additional observation unrelated to the reported event. Additionally, due to a small crack in the front overlay, a new front overlay was installed and preventative replacement of the console's battery pack was performed. The repaired unit was subjected to the repair and maintenance procedure and the unit passed all tests. The serviced and tested console was returned to the customer site. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: will be updated upon investigation completion. Manufacturing report numbers associated with this event: 2916596-2019-02275; 2916596-2019-02277; 2916596-2019-02276. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was being supported with a centrimag ventricular assist device on (B)(6) 2019. It was reported that a motor fault alarm (m4) occurred and a motor exchange was conducted to the backup motor. Then in the ambulance the flow probe stopped reading, but no change in revs and the flow could still be seen in the connections. The health care provider stated it exchanged the probes. The flow was restored the same as before. After the flow probe exchange the primary console emitted a system alert (s3). The journey was continued with flow probe from the 1st console and "revs" from another. Back at the hospital, the account swapped the patient onto a new console. The account also stated the motor became noisy and they switched to another. No further information was provided. A final report will be submitted when the manufacturer's investigation is completed.